Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency department with bradycardia and loss of capture. Upon interrogation, intermittent capture with high capture threshold was noted on right ventricular (rv) lead. High impedance was also noted on rv lead. The lead was capped on (B)(6) 2019 and replaced. The patient was stable.